Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and chest pain. Possible capture issue was note on the right ventricular (rv) lead. The rv lead remains in  use. No further patient complications have been reported as a result of this event.